Manufacturer narrative:
Device could not be evaluated; doctor discarded the device. Review of the digital files and production process did not show any error.

Event description:
Doctor used a surgical guide for dental implant surgery. After reviewing the post-op scan, doctor realized that implant #7 and 8 were too close and their trajectories were off.